Event description:
The patient received two trial leads with the same lot number. It was reported the patient wanted legs and low back stimulation coverage, however, lower back coverage was not achieved during the trial. Reprogramming was attempted but did not resolve the issue. It was reported the patient was experiencing numbness and tingling after the trial leads were removed. The physician sent the patient for an MRI. Follow up regarding the patient status found the MRI did not show any issues, and the numbness and tingling was almost completely gone. The patient was told to contact the physician's office with any issues, and the office had not heard from the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.